Event description:
Additional information received indicated the reported event of failure to interrogate was due to the bluetooth link module and not the implanted device.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to be interrogated via bluetooth telemetry. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.